Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
(B)(6). Per (B)(6): the customer complained that the pump occurred: motor error; during rewind. And there were some motor error alarm in the alarm history. The pump has been out of warranty. No further information provided. (B)(6).